Event description:
My smoke detector went off in the middle of the night, at least 3 different times. It did smell funny in my bedroom. Now I found out that my dreamstation2 has a safety alert , overheating and can cause fires. I was in the 2021 recall, and they send me another defected CPAP. Thank goodness I have a good smoke detector. This is a life-threatening event. Ds2avd auto pap w/humid cell/ bt. Reference report: mw5166524.